Event description:
Same case as manufacturer's report # 6000093-2006-02399. It was reported that 97 days after implantation of a 2.5x16mm and a 3.0x24mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the distal and "proximal to mid" left anterior descending artery (lad). Pre-intervention stenosis of 80-90% and 25-30% respectively, were reported. A 2.5x16mm taxus stent was deployed at 16 atm in the "mid to distal" lad. A post-intervention residual stenosis of 0% was reported. It was reported that the pt "returned to the lab with chest pain" later the same day. The pt was given heparin and integrilin. Angiographic imaging revealed that "distally, there was an occlusion of a small apical lad vessel." The pt underwent "emergent" angioplasty with a 2.0x30mm maverick balloon. "Recoil" was noted during the procedure. A non-boston scientific 2.25x24mm cobalt stent was deployed at 7 atm in the distal lad. A 3.0x24mm taxus stent was deployed at 18 atm in the mid lad. Additionally, a 25-30% residual stenosis in the "proximal to mid lad was reduced to 0%." It was reported that there was "no significant residual stenosis following stenting." No complications were reported. The pt presented 97 days after the initial procedure with "recurrent chest discomfort, a positive stress test, progressive non-sustained ventricular tachycardia," a 90% mid, and a 75% distal in-stent restenosis in the lad. A 2.5x40mm non-boston scientific balloon was used to perform angioplasty on the lesions. It was reported that "recoil and ballooning was present." A 3.0x12mm taxus stent was "deployed to 16 atm in the mid lad." A 2.25 x 15mm maverick balloon was used to perform angioplasty on the distal lad. A post-intervention residual stenosis of 0% was reported. The pt rec'd heparin during the procedure. It was noted that the pt had "frequent bigeminy prior to intervention" and the pre-ventricular contractions were "nearly eliminated following stenting." No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8605843 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications.